Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the initial depth was 0 mm on the left coronary cusp (lcc) and -2 mm on the non-coronary cusp (ncc). A balloon aortic valvuloplasty (bav) was performed dislodging the valve and resulting in moderate paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted at a depth of 5 mm and improved the pvl to mild. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.